Event description:
It was noted prior to using the coude tip catheter on the pt in the operating room that it had a cap on the end of it. When the staff member pulled on it. It came off. These have not previously had caps on them.